Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench on the mpu was confirmed. The evaluation of the returned mobile power unit serial number (B)(4) revealed a compromised component on the control pcb. As a result the mpu failed the internal diagnostic test and activated an yellow wrench led. The mpu power outputs were no affected and the mpu was able to supply power to the system. The control pcb was replaced with a new board and the issue was resolved. A full functional test was performed and the device passed all test steps. The mpu was returned to the customer site. The heartmate 3 patient handbook document and heartmate 3 instructions for use explain all alarms and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a yellow wrench alarm produced by the mobile power unit (mpu). According to the rehabilitation facility, the patient/staff noticed that the yellow wrench symbol was lit up when they went to transition from battery power to mpu power. The mpu was replaced. The mpu was connected to a demo loop and the green and the yellow wrench symbols lit up. The demo loop ran as expected, no alarm was transmitted to the demo controller. The demo loop was not ran for any significant amount of time. The mpu was returned for analysis. No additional information was provided.